Manufacturer narrative:
Reference mfg report #3003910212-2016-00021 and 3003910212-2016-00023. Device lot numbers are unknown. A review of the manufacturing records could not be conducted because the lot number is unavailable. Medical records indicate gore® dualmesh® was implanted and secured with four gore-tex® sutures. The number of gore-tex® sutures removed has not been quantified. Details regarding the patient's clinical course were ascertained from a review of medical records provided and are as follows: operative report dated (B)(6) 2005 indicates the following: postoperative diagnosis: ventral hernia with incarcerated preperitoneal fat operative procedure: we noticed the presence of adhesions of omentum to the anterior abdominal wall, as well as to the facliform ligament. In the pelvis, we identified the presence of an enlarged uterus and therefore an intraoperative consult was called for gynecologic evaluation. Sharp dissection as well as cautery was used to take down the adhesions on the anterior abdominal wall. The inferior aspect of the falciform ligament was also incised using the cautery. At this point we could identify a small defect in the supra umbilical area, which was incarcerated with preperitoneal fat. We could then reduce the hernia content without difficulty. As a result, we could measure an approximately 2.5x2.5 cm defect in the supraumbilical area. At this point a decision was made to place a 10x7.5cm dualmesh to cover the defect. The mesh, as well as the abdominal wall skin, was marked. Sutures of 0 gore-tex were placed at all four quadrants of the mesh. At this point in the right lower quadrant a 5 mm trocar was exchanged for a 10 mm trocar .the mesh was rolled and inserted into the peritoneal cavity through that 10 mm port. Once in the peritoneal cavity, the mesh was unrolled and positioned according to the previous marking. Small stab incisions with a #11 blade were placed at the previously marked areas corresponding to the gore-tex sutures. With a granee needle, all four sutures were exteriorized through the abdominal wall and through the small stab incisions. The gore-tex sutures were then tied and the mesh was then placed against the anterior abdominal wall covering the defect. The edges of the mesh were further sutured to the anterior abdominal wall with circular tacks. The mesh was inspected, and proper position was confirmed. Once good hemostasis was assured, all trocars were removed and the gas was released. . The fascia of the right lower quadrant incision where the 10 mm trocar was previously placed was closed with interrupted suture of 0 vicryl. Local anesthesia was given to all wounds with infiltration with 0.25% marcaine. The skin of all wounds was closed with interrupted subcuticular sutures of 5-0 vicryl. All wounds were cleaned. Steri-strips and sterile dressings were applied." Product identification records for the gore dualmesh and gore-tex sutures were not provided. Operative report dated (B)(6) 2009 indicates the following: postoperative diagnosis: recurrent incisional hernia and suture granuloma of the umbilicus. Operative procedure: once general endotracheal anesthesia was achieved a foley catheter was inserted and upon beginning to prep and drape the abdominal cavity and cleaning the umbilicus it was noted that the patient had a chronically draining sinus which was unknown preoperatively from the umbilicus with a scab. This was probed and noted to be a suture granuloma from her previous fascial repair poking through her umbilicus. At this time it was grasped with a clamp, cut and removed. However, the other procedure for hernia repair was not done due to the fact that since the suture was exposed and going through the fascia and that the mesh would be placed on the fascia, the risk of infection and contamination to the mesh would be high and therefore it was decided not to proceed with the hernia repair. A sterile dressing was placed around the umbilicus after bacitracin ointment was applied." The case summary including the following: notes: patient was scheduled for laparscopic [sic] hernia repair with mesh. After patient was intubated, dr. Silva examined the patient and found she had a bloody discharge from the umbilicus. He also found a suture granuloma which he removed and was sent as a specimen for pathology. Umbilicus was dressed with bacitracin and opsite [sic]. Original procedure was cancelled by dr. Silva and will be rescheduled at a later date." Operative report dated (B)(6) 2010 indicates the following: diagnosis: recurrent incision hernia operative procedure: the laparoscope was then inserted and initial inspection of the intra-abdominal cavity demonstrated no intra-abdominal trauma. There were some adhesions to the midline and the lower aspect and the hernia defect was clearly identified. The hernia defect was 8 x 8 cm. A 12 mm trocar was inserted in the left upper quadrant in the midclavicular line and two other 5 mm trocars were inserted in the lower quadrant; one in the right lower quadrant in the midclavicular line and one in the left lower quadrant in the midclavicular line. At this time adhesions were taken down from the anterior abdominal wall using the harmonic scalpel. The old mesh was identified and the medial aspect of the mesh is where the recurrent had occurred. At this time a piece of proceed was inserted after putting four sutures in the upper, lower and bilateral aspects of the mesh with 0 prolene. This was delivered in through the 12 mm trocar site without any difficulty and tacked to the anterior abdominal wall with its antiadhesive border down and each of the four sutures were brought out through separate stab wound incisions in the epigastric, suprapubic and bilateral mid quadrants and tied to the fascia. The mesh was tacked to the anterior abdominal wall using protek and absorbatek. The mesh was flat and the mesh was tacked with a pneumoperitoneum of seven. At this time all trocars were removed under direct vision. There was no bleeding from the anterior abdominal wall. The mesh was activated with normal saline prior to removing the trocars and the 12 mm fascial defect was repaired with #1 prolene in a simple interrupted fashion. All wound incisions were irrigated, closed with 4-1 monocryl and dermabond." Medical records indicate a patient visit on (B)(6) 2014 associated with grannulation tissue, umbilicus. Opertaive report dated (B)(6) 2016 indicates the following: postoperative diagnosis: foreign body reaction gore-tex suture and gore-tex mesh patch umbilical region with chronic sinus tract and suspected mesh and suture infection. Operative procedure: using lidocaine supplement with epinephrine using a #15 blade an elliptical incision was made directly overlying the tract which was probed with an anorectal probe. Excising the tract down to the native mesh signs of suture foreign body which were grasped with kocher clamps and sharply excised. Multiple sutures were removed, of gore-tex suture, including the suture knot as well as the inferior margin of gore-tex mesh which was identified within the base of the incision which was grasped with kocher clamps and sharply excised partially as well as removal of a titanium tack in the region of the lower margin of the gore-tex mesh. This also was sharply excised. The specimen was removed from the operative field. At this point the wound was thoroughly irrigated. After thorough irrigation and hemostasis and localized debridement the wound was then packed open after irrigation with full strength betadine and packing with iodoform 1/2 inch soaked with betadine after packing the wound dry 4 x 8 dressing application. The patient tolerated the procedure well. At this point the elastoplast pressure dressing was applied. Operative findings: 1. The patient was noted to have a sinus tract tracking directly down to the gore-tex mesh infraumbilical margin. 2. The patient was also noted to have the tract extending down to gore-tex sutures which were in the region of the inferior aspect of the prior incision in the gore-tex repair site. 3. The patient was also noted to have tacks in the region of the mesh which were similarly removed as well as partial debridement of the gore-tex mesh inferior margin." Only gross specimen evaluations were performed, there is no documented evidence indicating infection. The instructions for use for gore-tex® suture provides the following warnings among others: adverse reactions: possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. The suture IFU also provides that ptfe is one of the most inert materials known and has been shown in clinical trials to elicit minimal tissue reaction. The gore-tex suture is not absorbed or subject to weakening by the action of tissue enzymes. It does not degrade in the presence of infection.

Event description:
It was reported to gore that a patient has had pain and suffering for over two years. The patient underwent a ventral hernia repair using gore® dualmesh® and gore-tex® sutures. It was reported to gore that the patient alleges having three surgeries to remove gore-tex sutures and some of the mesh (the latest on (B)(6) 2016) that were allegedly infected. The patient alleges infection of the gore-tex® sutures and mesh.

Manufacturer narrative:
Conclusion code remains unchanged. Added additional medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: ed notes. Attestation: provider informed consent discussion: procedure: exploration abdominal wall foreign body removal and related procedures. Indication: foreign body post hernia repair mesh with draining sinus. Risks: bleeding and infection. Benefits: elimination of foreign body fistula. Alternatives: observation has failed. (B)(6) 2019: history and physical. Chief complaint: persistent suture granuloma. History present illness: history of ventral hernia repair with mesh with recurrent draining sinus around umbilicus. Reports wound is currently closed. Past medical history: anxiety, diabetes mellitus, gerd, hypercholesteremia. Past surgical history: abdominal wall mesh removal - (B)(6) 2016; hysterectomy; myomectomy-1991; total abdominal hysterectomy-2008; umbilical hernia repair-1991; ventral hernia repair-2005, 2009, 2010. Social history: drinks alcohol socially. Review of systems: unremarkable except skin positive for wound. Exam: unremarkable except skin supraumbilical wound with fibrinous deposit overlying a scar. Impression: suture granuloma with chronic nonhealing draining sinus; or for abdominal wound exploration and removal of foreign body today. (B)(6) 2019: brief op note. Pre-op diagnosis: abdominal wall sinus. Procedure performed: abdominal wound exploration, removal of titanium tack, removal of gore-tex suture, debridement of mesh fibers, fascial closure. Findings: titanium tack and gore-tex suture explanted, fascia closed primarily with interrupted 0 vicryl, skin approximated with vertical mattress 3-0 nylon. Specimens removed: foreign body. Type: tissue. Source: abdomen. Tests: surgical pathology case. A: swab of abdominal wall, foreign body fistula. Type: tissue. Source: abdomen. Tests: tissue anaerobic culture, tissue fungal culture, tissue aerobic culture, tissue afb culture. Complications: none. Fluids given: crystalloid. Disposition: awakened from anesthesia, extubated, and taken to recovery in stable condition. 04/08/19: operative note. Pre/post-op diagnosis: abdominal wall sinus. Procedure: abdominal wound exploration. Sharp excisional debridement of abdominal wall fascia, skin, and subcutaneous tissue. Resectional debridement of titanium tack, gore-tex [sic] suture, and mesh fibers. Packing of superficial wound with superficial skin approximation. Indication: ¿the patient has a history of ventral hernia repair and subsequent resection of gore-tex mesh due to chronic draining sinus. She presents with recurrent abdominal wall sinus with persistent drainage. The decision was made to proceed to the operating room for abdominal wall wound exploration, debridement, and removal of foreign body. Informed consent was obtained. All risks, benefits, and alternatives were discussed, and all questions were answered.¿ findings: ¿chronic sinus tract measuring approximately 4 cm, containing mesh fibers, gore-tex suture, and titanium tack which was removed.¿ procedure details: ¿the patient was taken to the operating room and placed supine on the operating table. She was placed under general anesthesia without complication. A solution of methylene blue and hydrogen peroxide was instilled into the sinus tract. The tract was probed and a 15 blade was used to make a skin incision following the direction of the tract. The incision was carried down to subcutaneous tissues and subsequently fascia. A titanium tack was identified and removed. We continued our dissection until methylene blue was no longer visible, signifying the end of the tract. Throughout our dissection a gore-tex suture and scattered mesh fibers were identified and resected. We [sic] the wound was irrigated and hemostasis was ensured. The fascia was reapproximated with interrupted 0 vicryl sutures. The skin was then loosely approximated with vertical mattress sutures of 3-0 nylon. A small opening in the skin was left at the superior aspect of the wound, which was packed loosely with ½ inch iodoform packing. A dry dressing of gauze fluffs and overlying 4x8 gauze was then applied and secured with tegaderm. At the conclusion of the case, all sponge and needle counts were correct. The patient was awakened from anesthesia, extubated, and taken to recovery. Dr. (B)(6) was present and scrubbed for all portions of this case.¿ specimens: foreign body tissue-surgical pathology case. A: swab of abdominal wall, foreign body, fistula- tissue anaerobic culture, tissue fungal culture, tissue aerobic culture, tissue afb culture. Post-procedure information: patient condition to pacu: awakened from anesthesia, extubated and taken to the recovery room in a stable condition, having suffered no apparent untoward event. Procedures: foreign body trunk-wound class: clean contaminated. Missing records: a pathology report detailing analysis of the foreign body and tissue removed during the 04/08/19 procedure was not provided. (B)(6) 2019: lab. Tissue anaerobic culture: source: abdomen. Date collected: (B)(6) 2019 1007. Component: anaerobic tissue culture-no growth. Tissue aerobic culture: source: abdomen. Date collected: (B)(6) 2019 1007. Component: tissue culture-growth of streptococcus parasanguinis. Gram stain: no organisms or cells seen. Sensitivities: organism: streptococcus parasanguinis mic. Antibiotic: identification. Sensitivity: identification. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the instructions for use (IFU) for gore® dualmesh® biomaterial provides the following warnings, among others: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the IFU for the gore-tex® suture provides the following warnings, among others: ¿possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation.¿ the IFU further states: ¿ptfe is one of the most inert materials known and has been shown in clinical trials to elicit minimal tissue reaction. The gore-tex suture is not absorbed or subject to weakening by the action of tissue enzymes. It does not degrade in the presence of infection.¿

Manufacturer narrative:
Added additional information as reported by the patient. Correction to the mw number in the following: an investigation was performed regarding the alleged gore dualmesh® biomaterial and gore-tex® sutures. 30-day and follow-up medwatch #1 reported were submitted under medwatch # 3003910212-2016-00022 (not 3003910212-2016-00021 as previously reported) regarding the investigation of these three devices. Medical records were also received on this event, the last of which were dated (B)(6) 2016. The investigation into the gore dualmesh® biomaterial and gore-tex® sutures was completed and closed in (B)(6) 2017.

Event description:
The patient reported the following additional information: "I am recovering from the surgery on (B)(6). After surgery I was informed the goretex [sic] mesh was infected and removed with its components. I was left with two open wombs that are slowly closing and remain under the care of the surgeon so he can monitor. He also warned me to be very careful now as I am prone to developing a hernia. As soon as the operation report is available I will send it to you." No additional information was provided by the patient. Additionally, medical records for the (B)(6) 2018 procedure and the aforementioned doctor visits have not been provided.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: presurgical history and physical record dated (B)(6) 2009 indicate patient underwent myomectomy in 1994 and umbilical hernia repair in 1995. No records were received for these procedures. Operative records dated (B)(6) 2005 indicate the patient underwent laparoscopic lysis of adhesions and laparoscopic repair of ventral hernia with dualmesh for a diagnosis of ventral hernia with incarcerated preperitoneal fat. Operative findings state: ¿a 2.5x2.5 cm defect in the supraumbilical area. A 10x7.5 cm dual mesh used.¿ the operative records state: ¿we noticed the presence of adhesions of omentum to the anterior abdominal wall, as well as to the falciform ligament. In the pelvis, we identified the presence of an enlarged uterus¿sharp dissection as well as cautery was used to take down the adhesions on the anterior abdominal wall. The inferior aspect of the falciform was also incised using the cautery. At this point we could identify a small defect in the supraumbilical area, which was incarcerated with preperitoneal fat. We could then reduce the hernia without difficulty.¿ the (B)(6) 2005 operative records further state: ¿at this point a decision was made to place a 10x7.5 cm dualmesh to cover the defect.¿ ¿sutures of 0 gore-tex were placed at all four quadrants of the mesh.¿ ¿the mesh was rolled and inserted into the peritoneal cavity through that 10 mm port. Once in the peritoneal cavity, the mesh was unrolled and positioned according to the previous marking.¿ ¿the gore-tex sutures were then tied and the mesh was then placed against the anterior abdominal wall covering the defect. The edges of the mesh were further sutured to the anterior abdominal wall with circular tacks. The mesh was inspected, and proper position was confirmed.¿ the records indicate the gore device was implanted in the right lower quadrant of the supraumbilical area. The records also indicate the operative wound was closed with ¿interrupted subcuticular sutures of 5-0 vicryl.¿ vicryl sutures are not manufactured by gore. Product identification records for the alleged dualmesh and alleged gore-tex suture were not provided. Operative records dated (B)(6) 2005 do not mention any pre-existing mesh which suggests the umbilical hernia repair conducted in 1995 was a primary suture repair. Records dated (B)(6) 2005 indicate that dr. (B)(6) observed ¿collections of neutrophils¿ and noted that ¿this may be seen within an abscess due to a retained suture.¿ dr. (B)(6) clinical impression was ¿suture granuloma.¿ pathology report from (B)(6) 2005 procedure indicate ¿diagnosis: collections of neutrophils. Notes: this may be seen within an abscess due to a retained suture.¿, ¿¿specimen measuring 05 x 02 x 02 mm, color is brown ¿¿, ¿clinical impression: suture granuloma.¿ there is no reference to a suture removal in the (B)(6) 2005 records. Radiology report dated (B)(6) 2006 was conducted for ¿diagnosis: rule out fistula¿. Records state ¿impression: normal barium study of the esophagus, stomach, duodenum and small bowel. No fistulous tract was demonstrated.¿ additional records detailing the patient¿s clinical course between 2006 and 2008 relate to mammogram and d&c procedures. Records dated (B)(6) 2008 indicate a CT scan of the pelvis was performed for an indication of ¿left ovarian mass.¿ the records state: ¿CT scan of the abdomen and pelvis was performed with oral and intravenous contrast.¿ ¿there is a mesh present in the anterior abdominal wall secondary to ventral hernia repair. Evaluation of the pelvis shows an enlarged leiomyomatous uterus. A septated cystic lesion is identified in the region of the right adnexa¿.there is an additional multiseptated cystic mass in the region of the left adnexa¿.¿ ¿findings may [illegible] secondary to cystic neoplasm, endometriosis or pelvic inflammatory disease. No evidence of intraabdominal or pelvic fluid.¿ records dated (B)(6) 2008 state the patient was seen for ¿ovarian mass¿. The records indicate complaints of pain. Operative records dated (B)(6) 2008 indicate the patient underwent ¿examination under anesthesia, extensive lysis of adhesions, exploratory laparotomy, total abdominal hysterectomy, bilateral salpingo oophorectomy, appendectomy.¿ indications for the procedure are noted as ¿¿pelvic pain and bilateral complex pelvic masses and an elevated ca-125.¿ the records state: ¿the fascia was incised and extended the entire length of the incision with the scalpel, taking care to avoid the umbilical mesh that was placed earlier for hernia repair. The fascial incision periumbilically was lateral to the mesh placement.¿ note that operative records from (B)(6) 2005 indicate the dualmesh was implanted in the right lower quadrant of the supraumbilical area. Records from (B)(6) 2008 continue to state: ¿the fascia was closed with a running stitch of #1 pds looped around the umbilicus where the mesh was in place. The fascia was grasped lateral to the mesh to minimize any chance of residual hernia.¿ there was no mention of infection, removal, or disruption of the gore devices in the medical records. Records dated (B)(6) 2008 state: ¿feels well.¿ ¿no change since (B)(6) 2008.¿ records dated (B)(6) 2009 state: ¿development of hernia on left of [illegible] since post op visit prior hernia repair [with] mesh.¿ ¿new illness/injures/operations/immunizations: hernia (B)(6).¿ history and physical notes dated (B)(6) 2009 state: ¿[status post tah (B)(6) 2008 presents [complaints of] recurrent incisional hernia a few weeks [after] procedure. Pt had previous repair laparoscopically¿pt now presents for repair.¿ hand drawing indicates reducible incisional hernia located lateral to umbilicus on left side, which is consistent with the location of hysterectomy fascial incision. Operative records dated (B)(6) 2009 indicate the patient underwent ¿exploration of the umbilicus and removal of suture granuloma from the umbilicus¿ for diagnoses of recurrent incisional hernia and suture granuloma of the umbilicus. The records state: ¿¿it was noted that the patient had a chronically draining sinus which was unknown preoperatively from the umbilicus with a scab. This was probed and noted to be suture granuloma from her previous fascial repair poking through her umbilicus. At this time it was grasped with a clamp, cut and removed. However, the other procedure for hernia repair was not done due to the fact that since the suture was exposed and going through the fascia and that the mesh would be placed on the fascia, the risk of infection and contamination to the mesh would be high and therefore it was decided not to proceed with the hernia repair.¿ pathology records dated (B)(6) 2009 regarding a specimen collected (B)(6) 2009 indicates: ¿the specimen is received fresh labeled ¿suture granuloma¿. It consists of a 2.2 x 0.1 x 0.1 cm piece of suture material. No clearly discernible tissue is identified. No sections are submitted. Gross only.¿ history and physical records dated (B)(6) 2010 indicates the patient was seen for ¿recurrent incisional hernia presents for elective laparoscopic repair of recurrent incisional hernia [with] mesh. [Status post] tah (B)(6) 2008 then developed hernia at that time.¿ medical history is noted as ¿myomectomy 1994, umbilical hernia repair 1995, lap incisional hernia repair 2005, tah 2008.¿ records for the 1994 myomectomy and the 1995 umbilical hernia repair have not been received. Operative records dated (B)(6) 2010 indicate the patient underwent ¿laparoscopic repair of recurrent incisional hernia with proceed mesh¿ (non-gore device). The records indicate: ¿there were some adhesions to the midline and the lower aspect and the hernia defect was clearly identified. The hernia defect was 8 x 8 cm.¿ ¿at this time adhesions were taken down from the anterior abdominal wall using the harmonic scalpel. The old mesh was identified and the medial aspect of the mesh is where the recurrent [sic] had occurred. At this time a piece of proceed was inserted after putting four sutures in the upper, lower and bilateral aspects of the mesh with 0 prolene. This was delivered in through the 12 mm trocar site without any difficulty and tacked to the anterior abdominal wall with its antiadhesive border down and each of the four sutures were brought out through separate stab wound incisions¿¿ ¿the mesh was tacked to the anterior abdominal wall using protek and absorbatek. The mesh was flat and the mesh was tacked with a pneumoperitoneum of seven.¿ ¿¿the 12mm fascial defect was repaired with #1 prolene in a simple interrupted fashion." There was no mention of infection or removal of the gore device in the (B)(6) 2010 medical records. Records detailing the patient¿s clinical course between 2010 and 2014 relate to mammograms, ER visit following car accident and colonoscopy. CT results dated (B)(6) 2014 state: ¿postoperative changes status post ventral hernia with diastases of the rectus abdominus muscles and bulging of the mesh and adjacent fascia in the midline. A small amount of omental fat protrudes anterior to the left rectus abdominus muscle, as described. Diverticulosis.¿ records dated (B)(6) 2009 indicate the hernia repair conducted on (B)(6) 2010 of 8 x 8 cm defect using proceed mesh was on left side. CT results dated (B)(6) 2014 state ¿clinical indication: hernia, umbilical, umbilical hernia status post double mesh.¿ records state interpretation includes ¿¿the surgical mesh is slightly eccentric to the right in location.¿ note surgical meshes composed of ptfe are readily visible on CT and operative records from (B)(6) 2005 indicate the dualmesh was implanted in the right lower quadrant of the supraumbilical area. A physician letter dated (B)(6) 2014 states the patient ¿¿presents with granulation tissue under umbilical incision site that has been draining on and off for some time. She has a history of a suture granuloma from an umbilical hernia that was done many years ago which I treated in 2009.¿ exam notes state: ¿granulation tissue under umbilical hernia incision site that is presently dry.¿ a pathology report dated (B)(6) 2015 regarding an umbilical region specimen collected (B)(6) 2015 states: ¿diagnosis: skin with severe acute and chronic inflammation and granulation tissue, clinically debridement [sic]. Microscopic description: sections reveal severely inflamed skin with granulation tissue.¿ records for the (B)(6) 2015 specimen collection procedure were not provided. Us results dated (B)(6) 2015 indicate the patient was seen for ¿¿abdominal pain, nausea and vomiting.¿ the us results state: ¿no bowel obstruction. Status post ventral hernia repair with mesh. There is persistent diastases of the rectus muscles with protrusion of omental fat and transverse colon. Colonic diverticulosis.¿ a physician letter dated (B)(6) 2015 states the patient ¿¿was found to have suture granuloma and complex abdominal wound.¿ the letter indicates ¿elective excision and repair of umbilical granuloma and removal of foreign body suture on (B)(6) 2015¿ was recommended. Medical record dated (B)(6) 2015 includes physical exam hand drawing which indicates area of focus is below umbilicus on left side. A pathology report dated (B)(6) 2015 regarding a specimen collected (B)(6) 2015 indicates: ¿foreign body, removal: skin with mixed dermal inflammation, foreign body giant cell reaction, and associated scar.¿ ¿gross description: the specimen is received in formalin, labeled ¿foreign body suture granuloma umbilicus.¿¿ it consists of a portion of tan-white synthetic material, which is 4.6 cm in length x 0.1 cm in diameter, as well as multiple pieces of tan-pink rubbery soft tissue aggregating to 2.5 x 1.6 x 0.9 cm.¿ records for the (B)(6) 2015 specimen collection procedure were not provided. It is unclear from the records what foreign body was removed. Records dated (B)(6) 2015 state: ¿abdominal pain ¿ onset 1day ago.¿ ¿¿states that she has diffuse abdominal pain, cramp like, nausea & vomited 3 x since evening after she ate leftover takeout chinese food.¿ records dated (B)(6) 2015 state: ¿pt is [sitting] up comfortable appearing, states symptoms have resolved. CT scan neg acute. No chest pain/sob to suggest acs.¿ ¿pt has slight wound opening (ventral hernia incision) that she states is stable, nontender, no pus, no drainage, no surrounding erythema/edema on my examination. Pt states it has been a complication since her surgery, has [follow up] with her output surgeon for same issue. No change in appearance, doubt infected wound. Elevated wbc likely due to vomiting.¿ CT scan dated (B)(6) 2015 states: ¿no bowel obstruction. Status post ventral hernia with mesh. There is persistent diastases of the rectus muscles with protrusion of omental fat and transverse colon. Colonic diverticulosis.¿ a pathology report dated (B)(6) 2015 regarding an umbilical region specimen collected (B)(6) 2015 states: ¿diagnosis: inflamed and ulcerated granulation tissue and keratin fragments. Microscopic description: sections reveal fragments of keratin and granulation tissue with acute and chronic inflammation and ulcer.¿ records state ¿¿specimen measuring 01x01x01 mm, color is tan, shape is irregular¿¿ ¿clinical impression: suture granuloma, suture removal.¿ records for the (B)(6) 2015 specimen collection procedure were not provided. Operative records dated (B)(6) 2016 indicate the following procedures were performed: ¿exploration of sinus tract infraumbilical region; wide excision of a draining sinus tract granulation tissue with exploration of mesh site; foreign body removal of gore-tex suture as well as foreign body removal partial mesh gore-tex periumbilical region; localized debridement, sharp excision with local toileting and irrigation; open packing ¼ inch iodoform betadine soaked packing.¿ the records indicate a postoperative diagnosis as ¿foreign body reaction gore-tex suture and gore-tex mesh patch umbilical region with chronic sinus tract and suspected mesh and suture infection.¿ operative findings from the (B)(6) 2016 procedure state: ¿the patient was noted to have a sinus tract tracking directly down to the gore-tex mesh infraumbilical region. The patient was also noted to have the tract extending down to gore-tex sutures which were in the region of the inferior aspect of the prior incision in the gore-tex repair site. The patient was also noted to have tacks in the region of the mesh which were similarly removed as well as partial debridement of the gore-tex mesh inferior margin.¿ operative notes from the (B)(6) 2016 procedure state: ¿excising the tract down to the native mesh signs of suture foreign body which were grasped with kocher clamps and sharply excised. Multiple sutures were removed, of gore-tex suture, including the suture knot as well as the inferior margin of gore-tex mesh which was identified within the base of the incision which was grasped with kocher clamps and sharply excised partially as well as removal of a titanium tack in the region of the lower margin of the gore-tex mesh. This was also sharply excised.¿ the operative records reference ¿gore-tex mesh¿ and ¿gore-tex suture.¿ however, it is unlikely the materials removed were gore devices based on the implant location of the gore devices. A pathology report dated (B)(6) 2016 regarding a specimen collected (B)(6) 2016 states: ¿sinus track and foreign body, abdomen; excision: skin and subcutaneous tissue with acute and chronic inflammation, granulation tissue, fibrosis and necrosis. Foreign material.¿ ¿gross description: the specimen is received in formalin and labeled ¿foreign body and sinus tract. It consists of several fragments of tan white focally hemorrhagic soft tissue and a dark brown hemorrhagic skin. The specimen measures 2.5 x 1.7 x 0.4 cm in aggregate. Additional, there is a silver metallic coil, measuring 0.4 x 0.4 x 0.3 cm.¿ it is unclear what, if any, mesh or suture material is included in the specimen. Progress note dated (B)(6) 2016 includes hand drawing which indicates abdominal procedure site was below umbilicus on left. In gross image received 7/11/2016 depicts wound below umbilicus on left side. It should be noted that the instructions for use (IFU) for gore® dualmesh® biomaterial provides the following warnings, among others: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the IFU for the gore-tex® suture provides the following warnings, among others: ¿possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation.¿ the IFU further states: ¿ptfe is one of the most inert materials known and has been shown in clinical trials to elicit minimal tissue reaction. The gore-tex suture is not absorbed or subject to weakening by the action of tissue enzymes. It does not degrade in the presence of infection.¿

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explant. H6: medical device component: g0405215 suture thread. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the current gore-tex® suture instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination and/or exposure. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿tissue invasion of the gore-tex® suture can result in attachment of the suture to the tissue it penetrates. Such attachment may make removal of the gore-tex® suture difficult.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The devices were not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for these devices, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as valid lot numbers were not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D7: updated explant date. H6: conclusion code remains unchanged. H10/11: added additional medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records detailing the patient¿s reported weekly surgeon visits "as the wound continues to remain open and drain" since april 2018 were not provided. Records detailing the ¿the constant ambulatory surgeries, the weekly visits to the surgeon, the taking of antibiotics to prevent infection, the visiting nurse visits for wound care and the daily changes of bandages to the point where my skin is raw and breaking around my abdomen¿ have also not been provided. History and physical records dated 6/6/2018 state: ¿58[female] [status post] multiple incisional hernia repairs with revisions presents with drainage from wound for long period of time. Denies fevers, chills, bilious drainage, changes in bowel habits, [nausea/vomiting].¿ the records state the patient had an umbilical hernia repair in 1991, and ventral hernia repairs in 2005, 2009, and 2010. Records for the umbilical hernia repair in 1991 were not provided. Information regarding the 2005, 2009, and 2010 procedures were captured in event 28803. The 6/6/2018 history and physical records provide imaging results dated 4/4/2018: ¿impression: status post prior ventral hernia repair with mesh which appears increasingly retracted with increased soft tissue/stranding surrounding the mesh. Left para midline/peri-mesh fat-containing hernia noted.¿ assessment and plan states: ¿plan for exploration of abdominal wound possible mesh explantation.¿ operative records dated 6/6/2018 state the patient underwent: ¿1. Exploration of fistula tract. 2. Wide excision granulation and chronic inflammatory tissue tract. 3. Explantation removal of gore-tex suture foreign body material abdominal wall. 4. Irrigation with debridement adjacent to soft tissue. 5. Repair of nylon suture, repair of wound partial repair with. 6. Open packing of wound with iodoform packing.¿ postoperative diagnosis states: ¿gore-tex suture cutaneous fistula tract with chronic inflammation and granulation tract abdominal wall.¿ the 6/6/2018 operative report notes the following findings: ¿1. The patient was noted to have a prior periumbilical and ventral incisional hernia in the remote past with multiple prior history of foreign body mesh with suture fistula tracts now presents with chronic fistula tract more recent recurrence within the past month. The patient noted to have sinus tract extending in the supraumbilical region with chronic granulation extending down to the abdominal wall fascia. 2. The patient was noted to have upon exploration foreign body suture material consisting of cv-0 gore-tex suture.¿ the 6/6/2018 operative report states: ¿using a #15 blade, a vertical incision was made after probing the supraumbilical sinus tract. The incision was created in the cephalad fashion approximately 6 cm in length extending out through skin and subcutaneous tissue. Granulation and subcutaneous tissue tract explored at which point, using both sharp and blunt dissection, identification of a gore-tex suture was made. 6-0 suture was then grasped with a kocher clamp and removed from the abdominal wall fascia. Thorough irrigation was carried out. Further exploration only revealed surrounding granulation tissue and this was sharply excised with #11 blade following by complete exision of the underlying granulation of the fascial layer. Surrounding tissue noted to be healthy with acceptable bleeding, irrigation, and hemostasis followed by abdominal wall closure consisting of a 0 vicryl suture in an interrupted fashion followed by subcutaneous tissue irrigation, hemostasis and nylon 3-0 closure using mattress suture closure of the supraumbilical extension of the incision followed by the open tract in the proximal adjacent to the umbilicus and superior margin was then packed with iodoform 0.5 inch packing.¿ there is no mention of a gore mesh device in the 6/6/2018 records and no mention of a mesh removal. Product identification records for the alleged ¿cv-0 gore-tex suture¿ were not provided. A culture report dated 6/12/2018 regarding specimens collected 6/6/2018 state: ¿wound, bacteriology culture ¿ no growth in 4 days.¿ ¿gram stain result: no organisms seen. 1+ pmn¿s.¿ operative records dated 10/10/2018 state the patient underwent: ¿1. Exploration of the abdominal wall, chronic wound, and mesh sinus tract. 2. Major sharp excisional debridement of abdominal wall fascia, skin, subcutaneous tissue. 3. Major sharp excisional and resectional debridement of gore-tex mesh as well as gore-tex suture, foreign body removal as well as three multiple titanium tacks removed in their entirety. The patient had complete exploration of abdominal wall fascia in the region of the periumbilical prior hernia repair, all debridement and cultures obtained from wound defect. The patient also had surrounding fascia adjacent complex primary repair. 4. Packing of superficial wound with superficial skin approximation, loose approximation and open packing after thorough lavage and toileting.¿ the 10/10/2018 operative report provides the following diagnoses: ¿preoperative diagnosis: foreign body abdominal wall with chronic mesh cutaneous fistula and chronic wound infection.¿ ¿post-operative diagnosis: retained gore-tex mesh with foreign body tacks and gore-tex suture, abdominal wall fascia from prior hernia repair with and including titanium tacks multiple in nature with multiple gore-tex sutures and gore-tex mesh abdominal wall fascia.¿ operative findings from the 10/10/2018 procedure state: ¿the patient was noted to have a chronic draining sinus on the periumbilical region. Tracking down to a retained gore-tex mesh measuring approximately 15 x 12 x 15 cm in diameter. The patient was also noted to have multiple titanium fixation tacks and fixation sutures involving gore-tex suture surrounding the mesh. The patient was noted to have chronic granulation tissue surrounding the mesh and foreign body sutures as well as seropurulent material under the mesh. The adjacent fascia was noted to be somewhat fibrotic in nature with chronic inflammatory changes and draining sutures.¿ the 10/10/2018 operative report states: ¿using a #15 blade, an elliptical incision was made to encompass the sinus tract in the central periumbilical region. Incision was then carried down with a probe and clamp to the deeper aspect of the subcutaneous fascia. Careful identification of a tracking cavity was made. Incision was then extended in the infraumbilical region circumscribing the umbilicus, extending down to the fascia where the gore-tex mesh was identified. Gore-tex mesh was then grasped with kocher clamps placed on traction. Sequential dissection carried out circumferentially with complete removal of the mesh in its entirety along the margins of the fascia as well as the fixation sutures of gore-tex and the titanium tacks in order to fix the mesh, were sequentially removed with reverse rotation of the tacks in their entirety. All surrounding regions surrounding the mesh were thoroughly inspected. Removal of all foreign body visibly within the defect were removed including the gore-tex sutures and titanium tacks and gore-tex mesh as mentioned. The 10/10/2018 operative report continues: ¿at this point, after thorough irrigation and hemostasis, surrounding healthy tissue noted after debridement was then approximated using interrupted #1 vicryl sutures in an interrupted buried fashion to approximate the fascia. Subcutaneous tissue was left open, packed loosely with betadine wet-to-dry packing, and the sking was then loosely approximated with interrupted nylon sutures of 3-0. Upon completion, the patient had bolus fluff and elastoplast pressure dressing.¿ product identification records for the alleged ¿gore-tex mesh¿ and ¿gore-tex suture¿ were not provided. A culture report dated 10/14/2018 regarding abdominal specimens collected 10/10/2018 state: ¿gram positive cocci in pairs and clusters.¿ ¿component tissue culture: value growth of rare staphylococcus epidermis.¿ ¿gram stain: 2+ gram positive cocci in pairs. 1+ wbcs.¿ ¿component fluid culture: growth of staphylococcus lugdunensis. Comment: isolated from broth media only.¿ ¿gram stain: <+1 polymorphonuclear leukocytes. 1+ gram positive cocci in pairs and clusters.¿ a culture report dated 10/16/2018 regarding abdominal specimens collected 10/10/2018 state: ¿anaerobic fluid culture: no growth.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the instructions for use (IFU) for gore® dualmesh® biomaterial provides the following warnings, among others: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the IFU for the gore-tex® suture provides the following warnings, among others: ¿possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation.¿ the IFU further states: ¿ptfe is one of the most inert materials known and has been shown in clinical trials to elicit minimal tissue reaction. The gore-tex suture is not absorbed or subject to weakening by the action of tissue enzymes. It does not degrade in the presence of infection.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
In march 2016, the following information was reported regarding an alleged gore dualmesh® biomaterial and gore-tex® sutures: ¿it was reported to gore that a patient has had pain and suffering for over two years. The patient underwent a ventral hernia repair using gore® dualmesh® and gore-tex® sutures. It was reported to gore that the patient alleges having three surgeries to remove gore-tex sutures and some of the mesh (the latest on 3/08/2016) that were allegedly infected. The patient alleges infection of the gore-tex® sutures and mesh.¿ an investigation was performed regarding the alleged gore dualmesh® biomaterial and gore-tex® sutures. 30-day and follow-up medwatch #1 reported were submitted under medwatch # 3003910212-2016-00021 regarding the investigation of these three devices. Medical records were also received on this event, the last of which were dated 3/11/2016. The investigation into the gore dualmesh® biomaterial and gore-tex® sutures was completed and closed in may 2017. Around (B)(6)2018 , the patient called and provided new information regarding her present condition. Additional medical records and photographs were also received by gore. The patient reported that a surgeon performed ambulatory surgery on her on(B)(6)2018 and she is scheduled for another surgery on 10/10/2018 since her symptoms are continuing. Follow-up medwatch #2 is being submitted for the alleged gore dualmesh® biomaterial and gore-tex® sutures to provide the additionally received information. The patient provided the following additional information with the records and photographs: ¿ photos as of april 2018 of ¿the huge bubble that appeared above my abdomen;¿ ¿ a photo after surgery (B)(6)2018 ; ¿ ¿I have been experiencing this it seems every two years now and since april 2018 have continued to see the surgeon weekly as the wound continues to remain open and drain.¿ ¿ ¿the constant ambulatory surgeries, the weekly visits to the surgeon, the taking of antibiotics to prevent infection, the visiting nurse visits for wound care and the daily changes of bandages to the point where my skin is raw and breaking around my abdomen. I have even been instructed to take no showers and no pool the entire spring and summer.¿ ¿ ¿I have now been schedule to have another ambulatory procedure on (B)(6)2018 for foreign body removal again.¿ additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: medical records from (B)(6)2005 to 3/11/2016 were previously received and reported under the 30-day and follow-up #1 medwatches for this patient. Records between (B)(6)2016 and (B)(6)2018 were not provided. Operative records from the alleged 6/6/2018 ¿ambulatory surgery¿ were not provided. Additionally, product identification records for the alleged dualmesh and ¿gortex sutures¿ were not provided. Records detailing the patient¿s reported weekly surgeon visits "as the wound continues to remain open and drain" since april 2018 were not provided. Records detailing the ¿the constant ambulatory surgeries, the weekly visits to the surgeon, the taking of antibiotics to prevent infection, the visiting nurse visits for wound care and the daily changes of bandages to the point where my skin is raw and breaking around my abdomen¿ have also not been provided. Surgical pathology records dated (B)(6)2018 regarding specimens collected (B)(6)2018 state: ¿surgical pathology diagnosis: a. Gortex suture and scar, removal: - suture; gross examination only. ¿ skin and subcutaneous tissue with chronic inflammation and scar.¿ ¿clinical information: open wound of umbilical region without complication, initial encounter.¿ gross description from the 6/11/2018 report states: ¿the specimen is received in formalin, labeled ¿gore-tex suture¿ on the container and ¿cortex [sic] suture and scar tissue¿ on the requisition. It consists of multiple unoriented irregular fragments of tan-brown soft tissue aggregating to 1.8 x 1.4 x 0.7 cm. Also in the container is a knotted strand of tan-white synthetic material, which is 2 cm in length x 0.1 cm in diameter. Representative sections of the soft tissue are submitted in al-a.¿ undated photographs of the patient¿s abdomen were also provided. There are no medical records accompanying the photographs. Operative records for the "ambulatory procedure on (B)(6)2018 for foreign body removal again" have not been provided. It should be noted that the instructions for use (IFU) for gore® dualmesh® biomaterial provides the following warnings, among others: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the IFU for the gore-tex® suture provides the following warnings, among others: ¿possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation.¿ the IFU further states: ¿ptfe is one of the most inert materials known and has been shown in clinical trials to elicit minimal tissue reaction. The gore-tex suture is not absorbed or subject to weakening by the action of tissue enzymes. It does not degrade in the presence of infection.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.